Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: fear, stress, anxiety, loss of enjoyment of life. Unknown if the reported fear, stress, anxiety, and loss of enjoyment of life are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2006 via the right internal jugular vein due to history of deep vein thrombosis (dvt) and prior to bariatric surgery. Patient is alleging vena cava perforation. The patient further alleges "fear, stress, anxiety, and loss of enjoyment of life." Report from CT (computed tomography): "there is an ivc filter. This is below the renal veins. The 4 longest struts protrude slightly beyond the wall of the ivc. They do not penetrate adjacent organs. The top of the filter does not abut the ivc wall."

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: the reported allegations have been investigated based on the information provided to date. The following allegation has been investigated: vena cava perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog # and lot # are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2006 and it was discovered, approximately 13 years and 1 month later, that the ivc filter had perforated beyond the ivc wall. Hospital and medical records have been requested, but not yet provided.